Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. In the procedure, the subject device broke. The user continued the procedure with the emergency lithotriptor. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the subject device.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The basket wire was broken at the brazed joint of the operation pipe the coil sheath and the operating pipe were not sent to us. The brazed joint of the operation pipe showed no abnormally. The basket was deformed. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the incident date,it was found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the reported break at the brazed joint was likely due to large load exceeding the device strength during crushing of a large, hard, and/or irregularly shaped stone. And the large load also likely caused the deformed basket wire. The instruction manual of the device has already warned as follows; do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotripter. The pipe or the basket wire may break and part of this instrument may remain in the body. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.